Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a model zcb00 21.0 diopter intraocular lens (iol) was inserted into the patient¿s left eye, the doctor noticed a tear in the capsule. Within the same procedure the iol was removed and replaced with a non johnson & johnson lens. A vitrectomy was required and sutures were used. The patient is reported as doing well. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation, however only the box, patient implant card, implant notification card, directions for use and some used labels were received. As stated in the initial report no lens was received. This is a patient issue complaint and the complaint reported could not be verified. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.